Manufacturer narrative:
510(k): report is for one (1) broken unknown 2.4 mm locking screw. Other: part number unknown, lot number unknown; UDI unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation (orif) of a left distal radius fracture on (B)(6) 2015. On an unknown date, an x-ray revealed a non-union at the distal radius fracture and one of the 2.4 locking screws was broken in half. On (B)(6) 2015, the patient underwent revision surgery. The volar column distal radius plate and an unknown quantity of 2.4 mm cortex screws and an unknown quantity of 2.4 locking screws from initial implant remained implanted in patient. An unknown quantity of 2.4 mm cortex screws and an unknown quantity of 2.4 locking screws were explanted (including the one broken 2.4 locking screw) during the surgery. The one broken 2.4 locking screw was removed without difficulty. There was no surgical delay reported related to hardware removal. This report is for one (1) unknown 2.4 mm locking screw. This is report 1 of 1 for (B)(4).